Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During catheter preparation, a small hair was on the distal part of the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Additionally, there was no tissue or foreign matter found on catheter. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During catheter preparation, a small hair was on the distal part of the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is or isn't expected to return for laboratory analysis.